Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that the tip of the virtuosaph plus started to flame when the doctor was using it. It is unknown when this event occurred, whether the product was changed out, or if surgery completed successfully. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Event description:
New information received that indicates the event occurred during vein harvesting procedure, there was a short delay due to changed out, the surgery was completed successfully with no patient harm or effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 20, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b1 (corrected report type). B2 (added outcome attributed to adverse event). B5 (updated describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H1 (corrected type of reportable event). H2 (follow-up due to correction, additional information and device evaluation). H3 (updated device evaluated by manufacturer). H6 (identification of evaluation codes 4614, 4582, 10, 11, 3331, 4248, 19) . The returned sample was inspected upon receipt and confirmed that the v-cutter tip was burnt. The condition of the returned sample did not allow for electrical testing. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.